Event description:
The customer reported unregulated flow of a primary infusion of pitocin resulting a prolonged contraction and fetal heartbeat deceleration. The infusion was stopped and the baby was delivered. No patient (mother or baby) harm was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.